Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturing representative (con) and a healthcare provider (hcp) regarding a patient who was receiving unknown baclofen via an implantable pump for non-malignant pain. It was reported that the caller stated they saw the patient on (B)(6) (on (B)(6) 2026) and they could palpate the edges of the pump very easily but they could not get the programmer to read the pump. The caller stated they put new batteries in the communicator and it struggled but after a while it did pick it up. The caller stated she put a template over the pump and was not able to access the port. The caller stated that the needle just struck metal. The agent suggested that caller do imagery to verify that the pump was not flipped. The caller mentioned that patient had issues with having the pump read and she had to try different positions. The event date was asked but unknown. The patient was redirected to their healthcare provider to further address the issue.